Manufacturer narrative:
Evaluation found the catheter was broken at the 21 cm mark. The break was rough and "v" sahped. No defects were observed in the returned unopen samples. Break strength was measured and found to be consistent with the original production samples. It is possible the sample was nicked by a scalpel or scissors during removal of sutures. This would have weakened the catheter and may have led to breakage. Co's test indicate the unit should have fundtioned properly.

Event description:
Customer reports, catheter broke necessitating surgery to remove it. The baby subsequently succumbed to hydrops fetalis, not as a result of the reported incident.